Event description:
Follow up information reported that another lead was implanted and the case was closed. Impedances at the time of the surgery were not checked. No further information was obtained regarding the patient outcome when contacted for further follow up information, the healthcare professional reported they did not have any information regarding the patient or the event.

Event description:
It was reported that lead failed. During the implant, the lead failed to illicit side effect or benefit. A new lead was opened. There were no patient incidents

Event description:
Additional information received reported that the initial lead was scrapped as ¿defective¿ in some way. The lead was implanted and then removed, and the specific reason was unknown at this point.

Event description:
Additionalinformation received reported that the contact on the lead component was exposed on the silicone coating and did not look intact. It was also confirmed that the lead was replaced with another lead product. If additional information is received, a follow up reportwill be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of lead model 3389s-40, lot # va05sek, showed no anomalies. Analysis of the stylet accessory showed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.